Event description:
Caller reported experiencing alarm 2 followed by alarm 26. There was no adverse impact to the customer's blood glucose level, and levels did not exceed 500 mg/dl. Technical support instructed the caller to perform a series of actions including disconnecting the tubing, tightening the t:lock, and delivering a bolus. Despite these steps, occlusion alarms continued to recur. Pump was replaced. Customer continued to use current pump for insulin delivery.